Event description:
The customer reported that the system booted to an error and would not work until it was rebooted. This is indicative of a system lock up. Ther was no pt injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cine boards and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.